Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead, in segments, was returned and analyzed. The helix/lobe was noted to be distorted/bent. Blood was present in/on the helix mechanism. The helix extension and retraction cannot be tested due to the stretched helix. This damage most likely occurred at the implant attempt.

Event description:
It was reported that, during the implant, the helix has come out by itself without using the rotation tool. Then the helix seems to be stretched out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.